Event description:
It was reported that when the handpiece was washing, the washers and screws fell out when the clamshell was opened, this was post-surgery. No patient involved. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut was broken and all but the drill carrier had been broken off the snap lock. It is likely that the drill was stuck because of lack of lubrication. The long attachment appeared to be hammered on, which broke the snap lock. The malfunction is likely due to user error.